Event description:
It was reported that the nail holding screw (1806-0370) would not pass through the targeter attachment (1806-1002). The surgeon had to switch nail systems as the case could not be completed without these instruments. The surgeon tried the first screw and it didn¿t pass through. The surgeon tried the second with the same out come. The screws lost some of the threads while attempting to pass them through.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. We received both nail holding screws and the nail handle in disassembled condition for evaluation. Fretting marks running over the whole circumference were visible on the outer surface of the shaft of the above nail holding screw [nhs] close to the beginning of the thread. Corresponding fretting marks running over the whole circumference are also visible inside the tube of the nail handle. Further damage was not found. Fretting marks are a rare but known reaction if these materials come in contact which each other. During screwing into the nail it is possible that the nhs gets in contact with the inner surface of the tube of the nail handle and friction occurs due to a suboptimal [slight oblique] axial insertion. In combination with small tolerances it is possible that cold welding occurs. Appearance of damage indicates that the devices got jammed by ¿cold welding¿ due to friction corrosion being caused by high surface pressure. Most likely high surface pressure generated by high load applied to the nail holding screw had led to the damage found. Local surface pressure may arise when the items are assembled under misalignment. The IFU and instructions for cleaning, sterilization, inspection and maintenance include that every instrument must be cleaned, sterilized and checked successfully prior to every surgery. Furthermore, the user shall be trained and familiar with the system and operative techniques. Referring to the long period since manufacturing [manufactured in 2015] the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. It could not be excluded that the device was pre-damaged after such a long time. A process change was already performed in 2004 to prevent fretting regarding the nail holding screw [surface coating was removed]. No further actions were initiated. The returned nail holding screw was manufactured post to the change. The change does not prevent a user error due to oblique insertion. Based on the above and as nothing was reported during pre-operative check performed, which is required per IFU, the root cause of the reported event was not device related but was rather linked to an inadequate handling by the user. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future the file will be reviewed and reopened.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that the nail holding screw (1806-0370) would not pass through the targeter attachment (1806-1002). The surgeon had to switch nail systems as the case could not be completed without these instruments. The surgeon tried the first screw and it didn¿t pass through. The surgeon tried the second with the same out come. The screws lost some of the threads while attempting to pass them through.